Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During follow-up, the device was observed to be in backup mode. Abbott technical support was contacted and the device was unable to be interrogated. Premature battery depletion is suspected. The event was resolved by explanting and replacing the device. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.